Event description:
Additional information was received from a foreign healthcare provider via a company representative. At the time of the report, technical services reviewed that the expected reservoir volume of 3.5 ml and actual volume retrieved being 0.5 ml is approximately 18.2%, which is out of the expected 14.5% dispense accuracy range for the pump. Additional information was received from a foreign healthcare provider via a company representative on (B)(6)2025. The patient was not given oral baclofen since last friday ((B)(6)2025) afternoon to saturday ((B)(6)2025) and no longer had any underdose symptoms (no higher level of spasticity), so the patient was discharged from the hospital in the evening of 2025. It was indicated that it looks like the pump works now. It was noted that a code 303 regarding pump time out of sync with the programmer time was seen in the logs. Technical services advised to have the healthcare provider verify the time settings of the tablet that was used to interrogate the pump and correct the time settings accordingly. The pump clock was one hour ahead of the programmer clock and was reset to the programmer clock. Regarding the cause of the volume discrepancy at refill and spasticity leading to ICU admission, it was indicated that the first analysis is that it might be due to the refill procedure, but more investigation will be done in approximately one month at the time of the next pump refill. The patient was to be followed up carefully during the coming weeks.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0222779887 implanted: (B)(6)2016 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen 2000 mcg/ml at 205,5 g/day via an implantable pump. It was reported that the rep got a phone call today from a nurse who refilled a pediatric patient's 20 ml pump with baclofen yesterday. When the hcp aspirated the pump first, she got only 0.5 ml out of the pump, whereas the calculated remaining volume in the programmer was 3.5 ml, so a 15% discrepancy. The hcp was experienced in refilling the pump, saw the bubbles but stopped after. The hcp then refilled the pump with a new baclofen. The same evening, the patient arrived at the intensive care unit as he had a lot of spasticity. The patient got oral baclofen and his spasticity was stabilized. The hcp interrogated the pump again and saw that the remaining volume had gone down, which should indicate that the pump worked. There was no pump stop in the logs either. The hcp decided to do a computed tomography (CT) scan to check the catheter, but did not see anything special that could indicate a catheter issue in the images. There were no specific environmental/external/patient factors that may have led or contributed to the issue and no infection was detected. Actions/interventions taken included oral baclofen given to the patient stabilizing the spasticity. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's pump had since been refilled on (B)(6) 2025. The calculated volume left that was shown in the clinician programmer 11.8 ml and the aspirated volume was 11.5 ml. No further investigation was done as the patient did not have any specific symptoms when they left the hospital until today's refill. It was stated that there was no clear explanation, but the patient did not get any new under/overdose symptoms. No action was done on the pump/catheter as everything was now as normal. The hcp would contact them if there was a different volume at the next pump refill.